Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited decreased impedance from the distal tip to the proximal coil. During testing, intermittent capture was noted during manipulation of the lead near header. The physician suspected insulation damage.